Event description:
Sorin group (B)(4) received a report that the s5 mast roller pump displayed an error message during repair. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 mast roller pump displayed an error message during a repair. There was no patient involvement. The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Manufacturer narrative:
During investigation a problem with the hmr board was found. The transistor on the board was not soldered properly. A test run of 24 hours with different interventions was performed. During this period of time, no deviations were found. No nonconformities were noted during the device history record review regarding this issue. The issue will be monitored for trends and if identified, corrections will be recommended.